Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug free donor urine and all devices showed expected negative results for all analytes at read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported 40 occurrences of false positive results on all drugs using the multi-drug 5 panel screen on random donors starting in (B)(6) of 2017. Testing at an external laboratory provided negative results. The customer reported that out of 325 devices used, 40 produced false positive results.